Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no reported impact to the customer's blood glucose level. The customer was out of the country when the malfunction alarm occurred. The customer was instructed on how to clear the malfunction alarm. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.